Event description:
A copy of voluntary medwatch was received from the user facility. Dermatome device malfunctioned during skin graft. The graft became unusable and a second graft required add'l surgical wound. It was indicated on the medwatch form that the device was available for investigation. The user facility was contacted and it was stated that the blade was not saved and the dermatome was not available for investigation at this time.

Manufacturer narrative:
An investigation has been initiated based on the reported info.